Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor cannula was break and they unsure about sensor cannula was still under skin or not. Customer blood glucose was unknown. Device will not be returned for the analysis